Event description:
It was reported that the polarity could not be changed prior to a device being implanted as the program buttons were not displayed. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found no anomaly. The device was able to change polarities when tested in the lab.